Event description:
It was reported on 08/30/2016 that a high impedance event has been verified on this patient's m103 device. On (B)(6) 2016 the device was interrogated and system diagnostics performed which resulted in impedance's 10,000 ohms. On (B)(6) 2016 the device was interrogated and then programmed off. No known surgical intervention has occurred to date.

Event description:
It was reported by an MRI technician that this patient had their device disabled in 2016. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.